Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
After completing the eye scanning process the laser wouldn't fire because suction loss was detected and the patient was re-docked. The doctor started the scanning process again and noticed on the down the pipe image that it seemed as iavf the laser did fire and had an appearance of a partial capsulotomy. However, there was no capsulotomy completed. It appears the laser however, grazed the epithelium of the patient. The cornea may have been involved. Nothing noted on the lens capsule. The patient surgical procedure was aborted and the surgical procedure was completed manually. According to the two weeks post operation doctor's evaluation the patient presents no glare and no corneal issues have been noticed. The patient's uncorrected visual acuity was 20/40 +1 in the left eye and her bcva was 20/30. No additional follow-up is required.